Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer is at school at the nurse is trying to give the customer a correction. The customer's insulin pump is not allowing her to give a correction. Customer's blood glucose level at the time 316 mg/dl. Troubleshooting was denied. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).